Event description:
It was reported that during a total hip replacement the neck protector on the exeter stem would not fit into the stem introducer. A straight nail was used as a pusher.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a difficulty to fit a spigot to the exeter stem introducer was reported. The event was not confirmed. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information provided. Device analysis of the spigot and introducer are required to complete the investigation.

Event description:
It was reported that during a total hip replacement the neck protector on the exeter stem would not fit into the stem introducer. A straight nail was used as a pusher.